Event description:
Pt had a new xlt trach put in today. Caller states that previous trach was in for abouth a year and was replaced because it 'popped'. Asked if it had broken and caller said 'yes'. Caller states patients throat was scratched at time of incident but that they are ik now. Company IFU recommends usage is not exceed twenty nine days.